Manufacturer narrative:
Mitek is awaiting receipt of the complaint device for investigation, those conclusions will be the subject of a follow-up report.

Event description:
Our rep is reporting that the facility has a vapr footswitch pedal that has the color coded pedal covers switched.